Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 743 mg/dl at the time of incident. The caller stated that the customer had low blood glucose was 45 mg/dl at the time of call. The caller stated that they treated the low blood glucose with juice. The caller declined to troubleshoot. The insulin pump will not be returned for analysis.